Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Analysis was unable to perform the displacement test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test and unexpected restart error test or the operating currents and off no power alarm due to motor error alarm. The insulin pump had a cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 210 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.